Event description:
The hospital reported that during a coronary artery bypass procedure, the physician was not able to "place the seal because the tension spring was fixed in the delivery device." The reporter clarified saying that the surgeon "was not able to remove the tension spring out of the delivery device." He as able to remove the device. The patient is still in ICU, a stroke is not confirmed. The product is returning.

Manufacturer narrative:
The device was returned to cardiac surgery on feb 18, 2010, for investigation. A supplemental report will be submitted when the investigation is completed. (B)(4).